Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) alleging inaccurately low control solution results. It is not known whether the alleged result falls out with the control solution range for this strip lot because the reporter did not provide the strip lot number or the alleged inaccurate result. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.